Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cefotaxime leaked past the bd plastipak¿ concentric luer lock syringe plunger. The following information was provided by the initial reporter: I'm coming back to you because the problems of leakage of your 60ml eps syringes continue on the establishment. We can clearly see that some solution has passed beyond the plunger. Preparation of a cefotaxime syringe. During sampling, solution passes beyond the plunger. Actions undertaken: changing the syringe and reconstitution of another vial of cefotaxime. Consequences: overconsumption of syringes, needles and vials of antibiotic because this problem is very regular. The device has been kept.

Event description:
It was reported that cefotaxime leaked past the bd plastipak¿ concentric luer lock syringe plunger. The following information was provided by the initial reporter: I'm coming back to you because the problems of leakage of your 60ml eps syringes continue on the establishment. We can clearly see that some solution has passed beyond the plunger. Preparation of a cefotaxime syringe. During sampling, solution passes beyond the plunger. Actions undertaken: changing the syringe and reconstitution of another vial of cefotaxime. Consequences: overconsumption of syringes, needles and vials of antibiotic because this problem is very regular. The device has been kept.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/5/2020 . H.6. Investigation: one used sample of lot 2006222 and one photo was received for evaluation by our quality engineer. Upon visual inspection, a leakage past the stopper ribs was observed. The syringe was disassembled, there is no damage or other defect identified in the syringe or its components that could have contributed to the reported failure and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for reported lot 2006222, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.